Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to a change out procedure, when the subcutaneous implantable cardioverter defibrillator (s-ICD) was being interrogated a code was displayed indicating possible premature battery depletion. The device was explanted as planned and successfully replaced. This s-ICD is not expected to be returned for analysis as it is being held by the explanting facility. No additional adverse patient effects were reported.